Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod less than an hour. It was also reported that the pod was leaking insulin. As treatment, the patient successfully activated a new pod.